Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a priming fluid leak at the recirculation port. There was no patient involvement. The complaint sample was available for product evaluation.

Manufacturer narrative:
Additional information: d4, h3 plant investigation: non-conformity (related to the reported failure) was not observed during the manufacturing process. Additional complaints for this batch number do not follow the same failure pattern. The complaint sample was received for product investigation. Crystallized salt was visible on the outside of the oxygenator housing around the recirculation port and up to the lid of the oxygenator, which could be due to leakage of the priming solution. A small leak was detected at the connection of the recirculation port. No defect was visible at the port or the luer-lock positive adapter of the venting line. The cavity number of the injection mold of the luer-lock positive adapter is 15. The cause of a possible leak at this location has been identified. It was found that a minimal deviation in dimensions of the recirculation port results in a very small gap through which liquid can leak. This deviation has since been corrected.

Event description:
A user facility reported a priming fluid leak at the recirculation port of the xlung kit 230. The kit was exchanged for a new one. There was no patient involvement. The complaint sample was returned to xenios for product investigation.

Manufacturer narrative:
Additional information: b5, d3, d9, g1 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a priming fluid leak at the recirculation port of the xlung kit 230. The kit was exchanged for a new one. There was no patient involvement. The complaint sample was returned to xenios for product investigation.